Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('severe physical complaints, xenobiotic material was removed') in an adult female patient who had essure (batch no. C12704) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6)2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse event ("several physical complaints developed"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter considered adverse event and medical device removal to be related to essure. The reporter commented: on (B)(6)2015 the patient underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment several physical complaints developed. Because of the complaints patient was being impeded in her normal daily functioning and patient was suffering from injury. In the meantime patient had follow-up treatments and the xenobiotic material had been removed. Lot number:c12704 manufacturing date:2014/01 expiration date:2017/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('severe physical complaints, xenobiotic material was removed') in an adult female patient who had essure (batch no. C12704) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On(B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse event ("several physical complaints developed"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter considered adverse event and medical device removal to be related to essure. The reporter commented: on (B)(6) 2015 the patient underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment several physical complaints developed. Because of the complaints patient was being impeded in her normal daily functioning and patient was suffering from injury. In the meantime patient had follow-up treatments and the xenobiotic material had been removed. Most recent follow-up information incorporated above includes: on (B)(6) 2020: new reporter added; patient's date of birth provided; essure insertion date was updated from (B)(6) 2015 to (B)(6) 2015 and lot number c12704 provided. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('stabbing pain, constantly on pain killers') in a 34-year-old female patient who had essure (batch no. C12704) inserted for sterilization. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. In 2009, the patient experienced dysmenorrhoea ("menstrual pain"), menorrhagia ("constantly on her periods / she was having her period almost continuously"), headache ("headaches / she had a lot of headaches"), fatigue ("tired") and mood altered ("grumpy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), medical device discomfort ("feel the coil sitting there"), head discomfort ("pressure in her head") and pituitary-dependent cushing's syndrome ("she is left with cushing's disease"). The patient was treated with paracetamol and surgery (fallopian tubes and coils removed in 2012). Essure was removed in 2012. In 2012, the headache and head discomfort had resolved. At the time of the report, the pelvic pain, dysmenorrhoea, medical device discomfort, fatigue and mood altered had resolved, the menorrhagia outcome was unknown and the pituitary-dependent cushing's syndrome had not resolved. The reporter considered dysmenorrhoea, fatigue, head discomfort, headache, medical device discomfort, menorrhagia, mood altered, pelvic pain and pituitary-dependent cushing's syndrome to be related to essure. The reporter commented: all the stress caused by the symptoms left her with cushing's disease. Lot number:c12704, manufacturing date:2014/01, expiration date:2017/01. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-mar-2021: the events severe physical complaints, xenobiotic material was removed and several physical complaints developed were replaced to constantly on her periods, headaches, feel the coil causing pain, tired, menstrual pain, grumpy, pressure in her head and left with cushing's disease on 2-mar-2021: processed with fup received on 01-mar-2021. On 4-mar-2021: a duplicate case was identified ((B)(4)). The content of duplicate case (B)(4) was transferred to this case (B)(4) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('severe physical complaints, xenobiotic material was removed') in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse event ("several physical complaints developed"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter considered adverse event and medical device removal to be related to essure. The reporter commented: on (B)(6) 2015 the patient underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment several physical complaints developed. Because of the complaints patient was being impeded in her normal daily functioning and patient was suffering from injury. In the meantime patient had follow-up treatments and the xenobiotic material had been removed. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.